Manufacturer narrative:
Review of a single still angiogram image post-implant confirmed that a talent stent graft system was implanted. The bifurcate had migrated into the aaa sac and was currently positioned approximately 8cm below the renals. There was a proximal type I endoleak. The proximal neck was extremely angulated. A possible palmaz stent was seen placed within the aortic body of the bifurcate. The image was cut-off just below the level of the flow divider; therefore, the iliac limbs including the reported type ib endoleak, could not be assessed. No other stent graft issues were observed. The exact cause of the migration and endoleak could not be determined from the single image provided. The anatomy at implant and earlier post-implant films were not available for review. It is possible that disease progression with neck dilatation and angulation may have contributed to the migration.

Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with a migrated stent graft. The aneurysm is currently 66 mm in diameter. The aortic neck had degenerated so that endovascular repair of the aortic aneurysm was not an option. There was disease progression in the left common iliac artery. The physician coil embolized the left hypogastric artery and a 16x10x156 endurant limb was implanted from the flow divider to the left external iliac artery, successfully excluding the left common iliac artery aneurysm. The patient had a type ia and type ib endoleak. No additional clinical sequelae were reported and the patient is fine.